Manufacturer narrative:
(B)(4). The rt019 inspiratory/expiratory filter is a component of the rt319 bi-level/CPAP adult inspiratory heated breathing circuit kit. Method: the complaint rt019 inspiratory/expiratory filter was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the filter material was discoloured and occluded on the ventilator side of the filter. A lot check could not be carried out as the lot information was not provided. Conclusion: we are unable to determine what may have caused the damage observed on the filter material. All rt019 inspiratory/expiratory filters are visually inspected and a sample are pressure tested each hour prior to being released for distribution. This suggests that the reported discolouration occurred after the rt019 was released for distribution. The user instructions that accompany the rt319 bi-level/CPAP adult inspiratory heated breathing circuit kit state: "change filter if noticeable deterioration occurs, following standard hospital procedure."

Event description:
A hospital in (B)(6) reported via a distributor that the rt019 inspiratory/expiratory filter from an rt319 bi-level/CPAP adult inspiratory heated breathing circuit kit was occluded and caused the trilogy 100 ventilator to alarm. No patient consequence was reported.